Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective ups module. The boards were re-seated and the ups module was removed for inspection. Upon removal of the face plate, the service representative found that the boards inside the module were not secured and the set screw was loose inside the device. The ups module was replaced to resolve the reported malfunction and subsequent functional verification testing was completed without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the s5 system failed to initiate when the pump was turned on during a procedure. The user reported that the display usually works after turning the pump off and on several times and that switching the power input did not resolve the issue. There was no report of patient injury.